Event description:
It was reported that shaft break occurred. Vascular access was obtained via a radial approach. A 15mm x 3.50mm nc quantum apex balloon catheter was used for dilation and for postdilating a stent and removed from the catheter. The physician attempted to reinserted the 15mm x 3.50mm nc quantum apex balloon catheter into a 5 fr rbl convey guide catheter and the catheter shaft became disconnected at the hypotube outside the patient. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).